Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016 one mitraclip was implanted in the patient with degenerative mitral regurgitation (mr) reducing mr grade from 4 to 1. In (B)(6) 2016, mr was noted to be increased and the patient was scheduled for a second clip procedure. On (B)(6) 2016, during the second clip procedure, grasping of the leaflets was difficult as the posterior leaflet was unable to be visualized on echocardiogram due to the patient anatomy. There were no performance issues with the clip delivery system. No additional clips were implanted and mr remained at 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and the reported patient effect of worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.